Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the low voltage lead had dislodged. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was ¿iso flex lead was not stable it kept on falling down from the position¿. As received, a complete lead with stylet inserted was returned. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.